Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was not vaporizing and the output beam was observed to blink. The procedure was completed using a second fiber. Pt outcome: "ok, no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap in two locations: one at the fiber/cap fusion zone and the other proximal to the open end of the metal cap. Moderate burnt detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed; both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determine to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.